Event description:
It was reported the device was explanted and replaced prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No further information was available.

Manufacturer narrative:
Correction- supplemental MDR needed for correction: device was explanted due to charge limit reached submitted in MDR-2017-24661 and it was not a prophylactic explant.